Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation; as the device was discarded at (B)(4) due to expire of stock period after visual inspection. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Discarded at (B)(4) due to the expire of stock period after visual inspection.

Event description:
It was reported that when starting infusion after completing the placement of the device on (B)(6) 2016, the leakage was found from the catheter outside of the patient body. The operator cut the catheter near the 36 cm depth marker and removed the catheter fragment left in the patient body.